Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. The reporter states the patient has had high blood sugars for the past several weeks. She reported attempting numerous troubleshooting methods, but these were not successful. He was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.